Event description:
In 2008, the patient was treated for a thoracic aortic aneurysm with three gore tag thoracic endoprostheses. When implanting the second endoprosthesis the device moved distally during deployment which led to the third device being implanted. A proximal type I endoleak developed, and the physician chose to wait and monitor the patient. Upon the removal of the 25 french sheath, the right iliac ruptured due to the small size (6.5-7mm) and calcification of this artery. According to the field sales associates, a conduit was not used. The physician then attempted to repair the iliac with a medtronic aneuryx device which was deployed within the sheath at which point an iliac-femoral bypass surgery was performed. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state is required to assure successful sheath introduction and subsequent withdrawal. A surgically created vascular conduit may be needed to achieve access in select patients.